Event description:
Dealer stated that the wheel locks on an unknown 9000 series manual wheelchair are broken.

Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs for processing until (B)(4) 2013.